Event description:
It was reported that the patient's knee keeps locking up and catching when moving. Patient stated that her knee sometimes wants to completely give out. She has been to therapy three times and is walking with a cane. Her doctor took x-rays but found no issues. Patient was on steroids for a couple of months and getting the cortisone shot.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Manufacturer narrative:
Corrected data: brand name, product code, catalog #, lot #, expiration date, other # (sterile lot #), PMA/510(k) #, device manufacture date. The following new product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5517-f-402, triathlon p/a cr beaded #4r, lot code: ea4hl. Cat. No.: 5527-b-400, prim bp w/holes bead w/pa sz 4, lot code: eabpr. Cat. No.: 5554-l-320, triathlon mb patella pa a32, lot code: s94ks. Cat. No.: 5585-c-025, vit'canc' screw 6.5 dia x 25mmtriathlon total knee system, lot code: 42260301. Cat. No.: 5585-c-020, vit'canc' screw 6.5 dia x 20mmtriathlon total knee system, lot code: 42353201. An event regarding pain (without an identifiable cause) involving a triathlon insert component was reported. The event was confirmed. Device history review: DHR records indicate that all devices were manufactured and accepted into final stock with no discrepancies. Complaint history review: review indicates that there have been no other events for the lot referenced. Conclusions: the cause of the event could not be determined because no root cause for the reported pain could be determined as insufficient medical information was provided. Further information such as x-rays and further medical information is required to complete the investigation for determining root cause.

Event description:
It was reported that the patient's knee keeps locking up and catching when moving. Patient stated that her knee sometimes wants to completely give out. She has been to therapy three times and is walking with a cane. Her doctor took x-rays but found no issues. Patient was on steroids for a couple of months and getting the cortisone shot.